Event description:
It was reported that the pump became hot to the touch during charging while it was placed under a blanket. There was no adverse impact to the customer's blood glucose level. The customer acknowledged the issue occurred due to the warmer charging condition and continued to use the pump for insulin therapy.